Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, analysis confirmed the allegation of lead body damage as there were deformed conductor coils noted during analysis consistent with a suture tied tight onto the suture sleeve or lead. On the other hand, high pacing impedance, failure to capture, and device sensing allegations were not confirmed based on normal lead resistance measurements and inspection that showed no conductor issues on the segments of lead returned.

Event description:
It was reported that this right ventricular (rv) lead incurred lead body damage causing the lead to exhibit loss of capture (loc), no sensing and high impedance measurements. The lead was explanted. No additional adverse patient effects were reported.